Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: the patient experienced peritonitis on an unknown date, about a week prior to the time of this report. This report involves an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on an unreported date for the peritonitis. The cause of the peritonitis event was not reported. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis (dose, route and frequency not reported). The antibiotic therapy was ongoing. The patient was discharged from the hospital and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available. This is report 2 of 3.